Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Additionally, the reported patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential adverse event. A conclusive cause for the reported back wall stitch could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was completed using two proglide devices with a 7f sheath after an aortic stenting interventional procedure. Reportedly, after hemostasis was achieved, there was no pulse in the left leg. An angiogram was performed that showed occlusion at the left common femoral artery. Ballooning was performed to open the artery. There was no reported adverse patient sequela. There was a 60 minute clinically significant delay in the procedure or therapy. No additional information was provided.